Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one year after implantation of leadless implantable pulse generator (ipg) the patient experienced endocarditis. It was also reported that blood cultures taken from the patient contained staphylococcus. The patient was prescribed antibiotics. The ipg remains in use. No further patient complications have been reported as a result of this event.